Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: no nonconformance were found related to this complaint. No further escalation is required. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. However, it was identified that the probable cause of the white foreign material is displayed was traced to failure to follow instructions. No further escalation is required.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the jet tube. There was no patient involvement.